Manufacturer narrative:
D10 concomitant product: sigpshell; sig power sigpshell control shell; (lot number: n4g2022y) unk-sigadapt; unknown signia egia adapter; (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the staple line did not hold, and there was a problem with the stapler along with the angled notch, however it did not cut. Additionally, it was reported that there was difficulty removing the adapter from the shell after firing. The handle and reload were replaced to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, after firing, the staples did not come out of the device but the tissue was cut. Additionally, it was reported that there was difficulty removing the adapter from the shell after firing. The handle and reload were replaced to resolve the issue.